Event description:
It was reported that during a procedure on (B)(6) 2012 the plastic gasket type ring separated from the trocar. The ring was immediately recovered, tagged and removed, along with the rest of the instrument. There was no harm to the pt. Add'l info rec'd indicated that the piece had fallen into the pt, but was immediately retrieved without incident, and that the device was not returned to the MFR. See uf medwatch report #(B)(4).

Manufacturer narrative:
The device was not returned to the MFR for evaluation. A supplemental report will be sent if the device is rec'd.